Event description:
Litigation alleges that the patient suffers from pain, bodily impairment, debilitating lack of mobility, and high levels toxic metal in blood stream.

Manufacturer narrative:
This is a duplicate report of 181910-2012-83624. This report, 181910-2013-01463, will be rejected. Report # 181910-2012-83624 will be kept for investigation purposes.

Manufacturer narrative:
**Update: part/lot information for the cup is being updated to the liner. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.